Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The result, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient had a full system removal due to a suspected infection at the ipg site.